Manufacturer narrative:
Neither the device nor the log data were returned for evaluation. Upon conclusion of the investigation, the reported issue could not be verified, and a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was implanted with an impella 2.5 pump for mechanical circulatory support. Following insertion, it was documented that the pump suffered a spike in motor current and stopped unexpectedly. Attempts to restart the pump were not successful. The pump was subsequently replaced with an impella cp device for ongoing patient support. There was no report of patient harm.